Event description:
The customer reported that the system was not saving cine runs. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.